Event description:
It was reported that the user experienced low glucose readings detected by a continuous glucose monitor, including a blood glucose of 61 mg/dl, after the insulin pump alarmed at 75 mg/dl and the user treated with oral carbohydrates (orange juice and a sandwich), consistent with an episode of hypoglycemia with unclear cause. Investigation included review of the event through troubleshooting and education with the user. Further investigation of this case revealed no device malfunction and that the user received counseling on appropriate hypoglycemia treatment using fast-acting carbohydrates and rechecking glucose. The user reported symptoms included lethargy and numbness in fingers which were associated with low blood glucose. Outcomes included self-treatment with oral glucose and return of blood glucose to range without medical intervention or hospitalization. It was concluded that, based on previously established findings for similar reports, the event was consistent with hypoglycemia of unclear cause with no evidence of device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.